Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not cycling the cartridge during the load procedure which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and resumed insulin.

Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.